Event description:
It was reported that the 9800 system had an overload fault error message displayed during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage was re-greased. The boards and cables were re-seated. The battery pack was replaced and voltage adjusted during the service call. The system was tested and found to be working as intended, and put back into service.